Event description:
A patient reported they had to go to the hospital to get readings due to their one touch basic only giving "clean test area" prompts. Patient reported hypoglycemia symptoms, sweating and dizziness. The result on the hospital meter was unknown. Unknown if there was any treatment. No further information has been reported.